Event description:
The report stated that during a pelviscopy and lissi of adhesions, there were no problems. At end of case nothing was seen when the pt return electrode pad was removed. In recovery, they also noted nothing at the pad site. A call to the pt 24 hours after discharge also indicated no problems. At the 2 week post operative check up, pt had, on the right thigh approximately at the pad site, a quarter sized blister like a bad sunburn. It was treated with neosporin. The generator was set at a setting between 20w and 30w and used a harmonic scalpel.

Manufacturer narrative:
The pt return electrode had been received and is under eval. When the investigation is completed, a follow-up report will be sent.